Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the power cable was sliced with the internal cables exposed. The device passed all functional testing without any errors. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause was likely user induced through normal everyday use. To correct the condition, the power cable assembly would be replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cable of the exactamix automated compounding device was observed frayed. It was further reported that the frayed cable exposed the internal wires. There was no patient involvement. No additional information is available.